Event description:
It was reported that the patient presented to the emergency room with his pulse generator in backup vvi. The patient's presenting rhythm was 30 pulses per minute vvi paced. It was noted that some of the pacing spikes were not capturing. The hardware elective replacement indicator (eri) byte indicated that the device had reached hardware eri. Due to low battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.